Event description:
Affiliate reported that when the packaging was opened, a lot of powder-like particles were seen dispersed inside the package. As a result, it was unsafe to implant it into the pt. The defective product caused a delay during the operation because another one had to be brought in. Customer did not keep a record of the delay time, however, as a conservative measure this complaint is being reported.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.